Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported they were getting the ¿settings not available¿ message on the controller. The rep stated that the patient had two peripheral leads and one epidural lead (octad). However, they stated that they were only using the peripheral leads and indicated that there was no programming on the epidural octad lead. The patient reported that the ins was 100 percent charged. The rep stated that they had decreased the pw and rate, but the patient still couldn¿t increase the intensity. The rep stated they had the patient reseat the battery pack with no resolution. They had the patient try all groups and they were seeing the ¿settings not available¿ on all groups. The rep had the patient connect the recharger and right away the ¿settings not available¿ screen displayed. It was indicated that the patient has not had any falls/traumas. It was reviewed to consider reducing the intensity down to zero on the active group and then increase the intensity. It was also reviewed to consider changing groups if medically appropriate. It was reviewed the use of high therapy parameters could lead to high current draw resulting in oor and that they should consider checking the impedances on programmed electrodes. It was also reviewed to consider changing the electrodes that were currently providing stimulation and to decreasing intensity until the oor condition cleared. It was reported that group b (patient uses most often) showed program 1+ - + 300 pw, 80 rate, 11.3 ma. Program 2 showed --+300 pw, 80 rate, 11.0ma. Group a also had three active electrodes for all programs. The rep had reported from the last appointment on (B)(6) 2018, which showed all impedances around 600 to 800 ohms except for contact 15 which was around 2200-2400 ohms. No troubleshooting could be done due to a lack of access of the product. Technical services suggested meeting with the patient and performing the troubleshooting above and also suggested adding an active electrode to see if that would help. It was reviewed that the rep could set the ins at current programming or slightly below oor threshold and have the patient not increase stimulation. The event occurred on (B)(6) 2018. :additional information was received from a manufacturer representative reporting that they saw the patient on (B)(6) 2018 and had electrodes 11 and 15 showing "avoid" during the impedance check. The patient was programmed without using electrode 11 or 15. The manufacturer representative felt that the oor was due to electrode 11. Good coverage was confirmed and the consumer was no longer in out of regulation (oor). No further complications were reported.